Event description:
Sensor burned pt's skin.

Manufacturer narrative:
Components on circuit boards were determined to draw excessive current during product testing. Device failed performance testing. Device returned to MFR for further investigation. Results pending. Associated accessory device: monitor. Model # com001. Serial #'s (B)(4).